Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a routine pacemaker to implantable cardioverter defibrillator upgrade produce. It was noted that the connector pin on the right ventricular lead was bent. The physician capped and replace it with a high voltage lead on (B)(6) 2021. The patient tolerated the procedure well and was in stable condition post procedure.